Event description:
A customer alleged that the safety shield on the slit knife 2.4mm angl dbl bevel w/safety (10/sp) was identified as retracted prior to use. There was no patient or user involvement and no injury reported. 5 of 5.